Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin. Reportedly, the customer delivered a bolus and did not observe any insulin exit the tubing. The customer reported a blood glucose level of 190 (mg/dl). During troubleshooting with tandem technical support, the customer another bolus was delivered and insulin was observed exiting the tubing. The customer declined any further troubleshooting.